Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for low blood glucose. Customer stated they were unable to raise their blood glucose, prompting the hospitalization. The customer also reported they almost blacked out from their low. The customer stated they were not wearing the insulin pump at the time of the hospitalization. The customer was hospitalized for two or three hours before being released. Customer also reported they were unable to complete the prime sequence. The customer stated they were stuck in the fill tubing process. Customer was assisted with completing the prime sequence. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.